Event description:
During the coil embolization procedure of an acom aneurysm, the presidio 10 cerecyte microcoil (pc410041230/m10515) could not be released, and the device was withdrawn and changed to another one to complete the procedure. There was no adverse event and device will be return for analysis.

Manufacturer narrative:
During the coil embolization procedure of an acom aneurysm, the presidio 10 cerecyte microcoil (pc410041230/m10515) could not be released, and the device was withdrawn and changed to another one to complete the procedure. There was no adverse event and device will be return for analysis. The device positioning unit (dpu) passed electrical testing. It was found that the dpu¿s electrical connectors were missing the machined chamfer lead-ins. Significant force was required to fully mate the dpu to the connecting cable to pass electrical testing. Using normal force, the electrical connectors could not be fully mated which caused a failure of the enpower systems green go light to not illuminate and for the resistance to have a failure reading of 0.0 ohms. It took significant or excessive force to fully mate the returned microcoil systems electrical connector to the dcb¿s new connecting cable. When fully connected the returned dpu passed electrical testing with resistance at 53.5 ohms and the enpower system go green light illuminated. The coil was then detached on the first detachment cycle. The dpu passed post-detachment electrical testing with resistance at 52.9 ohms. A post-detachment view shows that the detachment fiber received heat and melted as designed. The most likely root cause of the coils inability to be detached inside the aneurysm was due to the missing the machined chamfer lead-ins of the returned dpu¿s female posts. This prevented the components from fully mating which caused the circuit from being completed thus no electrical power could be transferred from the energy source to the resistive heating coil when the detachment button was pressed. The DHR subcomponent of the electrical connector is DHR 013872 in which the parts were received from an approved supplier. DHR 013872 passed incoming inspection and was reviewed with no anomalies found. No other complaints have arisen from DHR 013872. Currently this is an isolated field complaint and any trends or similar complaints will be closely monitored. The event description did not state nor did the evidence find that a pre-deployment electrical test was completed. If this was the case, then for optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿verify the functionality of the micrus microcoil delivery system before proceeding with microcoil placement. This needs to be done with the microcoil still in the hoop. To verify proper dcb and microcoil functionality a connecting cable and microcoil must be connected to the dcb unit. After verification of the dcb and connecting cable, turn off power to the dcb and disconnect the connecting cable from the microcoil until the microcoil is ready to be detached. Please refer to the detachment control box instructions for use section, located near the end of this document, before proceeding.¿ in addition, without the return of the complete detachment system used in the procedure, it cannot be determined if these components had any other additional contributions to the com-plaint event.¿ a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. While the dpu¿s electrical connector was ¿tight¿ fitting when mated with the connecting cable it still could illuminate the enpower¿s system go green light and detach the coil. It appears that the end user also failed to perform the pre-deployment electrical test. At the present time, this complaint is considered to be a highly isolated event and not indicative of any systemic issues with the components. We will continue to watch for any trends, therefore no actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product will be returned for analysis, but it has not been received to date. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During the coil embolization procedure of an acom aneurysm, the presidio 10 cerecyte microcoil (pc410041230/m10515) could not be released, and the device was withdrawn and changed to another one to complete the procedure. There was no adverse event and device will be return for analysis. The device positioning unit (dpu) passed electrical testing. The coil was then detached on the first detachment cycle. The dpu passed post-detachment electrical testing with resistance at 52.9 ohms. A post-detachment view shows that the detachment fiber received heat and melted as designed. The requested additional clarification of the sequence of events leading to the field complaint was not forthcoming. Therefore, the root cause to the coils inability to be detached inside the aneurysm cannot be determined. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The reported inability to detach the coil was not confirmed with electrical testing of the returned device; the coil detached without discrepancy and the dpu passed electrical testing. The cause of the failure experienced by the costumer could not be conclusively determined. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. It is possible that procedural/handling factors contributed to the reported event; however, with the limited information there are no identified contributing factors. The cause of the reported failure to detach could not be conclusively determined. Therefore, no corrective actions will be taking at this time.